Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 54-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage d shock, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was high motor current, low purge flow, and then a pump stop. The physician decided that the patient was hemodynamically stable without support. After nine days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.2l/min as intended with d5w sodium bicarbonate in the purge solution. The impella will be reported for the early device removal; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax). Corrected information for h11 is that the device was not discarded and has been returned. Additional information has been provided in d9 and h6.